Event description:
It was reported that when the device was used during a laparoscopic gastric bypass, the device delivered an incomplete staple line. Procedure was finished with a like device. The pt became septic and was admitted to the intensive care unit.